Event description:
A malfunction was reported on the customer's pump, but no notable events occurred before the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided information to reset the pump, and the malfunction code did not recur post-reset. The customer was informed they could continue using the pump and instructed to change their supplies, with a follow-up planned to ensure insulin delivery was resumed.